Event description:
The following information was reported: balloon ruptured on pullback. Manual compression was applied for less than 30 minutes. The patient was not hospitalized. Stick location: femoral. Vessel size: greater than 6. Procedure: coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak .visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3mm from the balloon proximal tip. The review of the lhr (lot f1412801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.